Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse resolved the issue by replacing the sample vacuum valve pn-472689. (B)(4).

Event description:
A customer stated that there was a fluid on the top of the sample tube caps in their dxc 800 pro instrument. The leaking fluid that the customer found was diluted wash solution and was contained within the instrument. No erroneous results were generated due to this event.